Manufacturer narrative:
An event of chest pain and pericardial effusion post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 34mm amplatzer amulet was implanted in a patient using a 14f amplatzer amulet delivery sheath. Heparin was administered and the patient's activated clotting time (act) levels was never above 350. Post implant, the patient had chest pain and a moderate/severe pericardial effusion in the left atrium which was caused by the 34mm amulet device. On (B)(6) 2024, the patient was tapped and 700cc of fluid was removed. The patient is stable.